Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ protector p50j experienced leakage between the protector and vial. The following information was provided by the initial reporter: during preparation of docetaxel, leakage occurred between the protector and the vial. According to the information from the on-site, there is the possibility that the protector could not be attached appropriately due to an excessive force applied upon connection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 01-dec-2022. H6: investigation summary: one protector connected to a vial was provided to our quality team for investigation. It was identified the protector does not correspond to a p50j as initially reported. Through visual inspection, a leak between the protector and vial was observed. There was no damage or defects found on the protector, however, it was noted that the needle on the protector penetrated the vial off center. Additionally, it was identified that plastic was still wrapped around the vial near the metallic lid, which can prevent the protector from properly attaching onto the vial. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage testing and verification all critical dimensions are within specification. As lot information for this incident was not available, a device history review could not be performed. Based on the available information and sample evaluation, t was determined that the protector was not properly connected to the vial which resulted in the leak reported.

Event description:
It was reported that the bd phaseal¿ protector p50j experienced leakage between the protector and vial. The following information was provided by the initial reporter: during preparation of docetaxel, leakage occurred between the protector and the vial. According to the information from the on-site, there is the possibility that the protector could not be attached appropriately due to an excessive force applied upon connection.